Event description:
It was reported that bd angiocath leaked. The following information was provided by the initial reporter, translated from portuguese to english: adaptation problems leading to solution overflow and loss of access.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. All demographic information on the regulatory document states "confidential."

Event description:
Notavisa number clarification.

Manufacturer narrative:
Clarification received that this complaint is a duplicate of a previous complaint. This complaint record will be cancelled. Cancel MDR.